Event description:
The report received from the affiliate indicated that the patient was included in a clinical study. Approximately three (3) months after the index procedure, the patient expired at home. There was no treatment or coronary angiography done. An autopsy was not done. The physician's comment was that the possible thrombotic event may have occurred because of the patient's high risk factors including diabetes and heart disease. The event was sudden death.

Manufacturer narrative:
The index procedure was an elective case. The target lesion for the procedure was the proximal circumflex. The lesion was reported to be: de novo, eccentric, calcified, 19.01 mm in length, vessel diameter of 4.13 mm, and type b2. The lesion was pre-dilated with a 3.5x15 mm balloon at 12 atm for 30 sec. A cypher 3.5 x 18 mm stent was implanted at 20 atm for 30 sec. The stent was post-dilated with a 3.5 x 15 mm balloon at 26 atm for 30 sec. Ivus was done. The residual stenosis was 34%. The flow pre and post-procedure was timi 3. An act was not measured. Please note that device is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.